Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. It was noted that the noisy signals were not oversensed. However, it was noted that there was a potential loss of capture on the ventricular channel. The plan is to continue to monitor the patient. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).